Event description:
It was reported that two enterprise vrd and delivery systems did not go through the prowler select plus microcatheter. The prowler select plus was removed from the patient as a unit with the second enterprise system and the procedure was completed with another prowler select plus (90 degree) and enterprise system. The procedure was a coil embolization of a basilar tip aneurysm. Another microcatheter was in place in the aneurysm for coil introduction. All the products were stored and prep per labeling instructions, and during prep, the product was not damaged. The microcatheter was reshaped with the shaping mandrel to make "s" curve. After the microcatheter was reshaped the product was not damaged. During the procedure, a constant and dedicated saline source was maintained through the microcatheter. During insertion, the tuohy or stopcock was opened to allow movement of the enterprise systems through the microcatheter. After removal of the devices from the patient, no damages were noticed on the enterprise systems, distal tips, or stents. The mc was discarded and not checked for damages.

Manufacturer narrative:
The prowler select plus microcatheter is not available for analysis; it was discarded. The lot number of the prowler select plus is not known; therefore a device history record review cannot be completed. Without the return of the microcatheter for analysis, no conclusion can be made regarding the inability to insert two enterprise vrd systems through the device. However, prior to attempted insertion of the enterprise systems, the prowler would have been positioned at the target site over a guidewire. Based on this it is possible that vessel characteristics and procedural factors pertaining to the insertion process may have contributed to the event. No conclusion can be made regarding the cause of the event; therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with MFR report # 1058196-2010-00128 and 1058196-2010-00129.